Event description:
It was reported that during a da vinci si surgical procedure the harmonic ace curved shears insert tip melted. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the nonconformance was a burnt clamp arm with a missing teflon pad. The teflon pad was found missing. The clamp arm was still able to open/close, but insert was not fully functional without the teflon pad. The clamp arm was found with black marks. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.